Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/10/17 phone call, 11/13/17 phone call, 11/17/20 phone call.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly cycled power and resumed the case with no further reported complaint. There was no reported patient injury.